Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported that the basket of a 'ncircle delta wire tipless stone extractor' would not close during a ureteroscopic holmium laser lithotripsy procedure. The device was tested prior to use and confirmed to function normally. The device was used seven times during the procedure and was able to remove stones successfully; then the user found that the basket would no longer close. The user changed to another same device to complete the procedure. The patient did not experience any adverse effects or require any additional intervention due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), and quality control procedures, as well as a visual inspection and functional test of the returned device, were conducted during the investigation. One ncircle delta wire tipless stone extractor was returned in opened packaging for investigation. The device was function tested and the handle does not actuate basket formation. The basket sheath accordions when handle is actuated. The support sheath is also bowed (manufacturer report reference # 1820334-2023-01514). The basket formation has a cut wire, for which this complaint was opened (manufacturer report reference #1820334-2023-01600). A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR for the reported complaint device lot revealed no recorded non-conformances relevant to the failure mode. A database search identified six other complaints reported for an unrelated failure mode. Cook also reviewed product labeling. The extractor was supplied with IFU, t_ntse_rev1 which includes the following: precautions ¿ these products are intended for use by physicians trained and experienced in urological procedures. Standard urological techniques should be employed. ¿ do not use excessive force to manipulate this device. Damage to the device may occur. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded a cause of the complaint cannot be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
E1: customer (person) postal code (B)(6). G4: PMA/510(k) # = exempt h3: device evaluated by mfg. = other (81) - device evaluation has begun; however, a conclusion is not yet available. Device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
During the device failure analysis (dfa) for the "ncircle delta wire tipless stone extractor" reported under manufacturer report reference #1820334-2023-01514, it was discovered upon visual inspection that the basket formation has a cut wire. This report has been created to address this issue.